Event description:
A (B)(6) female patient called zoll customer support to report that her electrode belt would not connect to her monitor. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (won¿t connect to monitor) has been confirmed. Upon investigation the trunk cable connector pins were bent in a swirl pattern, which prevented the electrode belt from connecting to a monitor. The root cause for the damaged connector pins could not be positively identified but was likely excessive force when connecting the electrode belt to the patient¿s monitor. No adverse event resulted from the damaged connector pins. The patient received a replacement electrode belt.